Event description:
The complainant/customer is an insulin dependent diabetic. The customer indicates that the glucometer elite xl is providing erratic test results. For example, the customer tested their daughter's blood glucose who is not a diabetic and received a result of 480mg/dl. While on the phone a review of the system was conducted. It was learned that the customer did not have a check strip, normal control, and was using excel off brand reagent strips. The use of excel off brand reagent strips is not supported by bayer and the customer was instructed to contact the MFR for further evaluation of the reagent. Replacement elite reagent, normal control and a paddle were supplied to the customer to complete the complaint investigation. After the supplies were received the system was evaluated and found satisfactory. The customer realized that the use of the excel off brand strips was the cause of the problem. The complaint is considered closed for purposes of MDR.